Event description:
It was reported that during cleaning conducted at the user facility the led lens cover of the device was found to be disassembled. No patient involvement or procedural delays were reported with this event by the user facility.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during cleaning conducted at the user facility the led lens cover of the device was found to be disassembled. No patient involvement or procedural delays were reported with this event by the user facility.